Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It is reported that a mushroom valve located in a removable valve assembly plate under the patient cassette was torn and had a hole. The valve plate contains five mushroom valves which controls the gas flow in the patient unit.